Event description:
Reporter reported that connector on the 1/8" pressure measuring tubo (used on the rt204 breathing circuit) came out of the tube easily when the tube was moved. The fault was found during the pre-usage checks, no pt injury was caused.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The returned device was inspected. There is a sparse coverage of glue on the outside of the pressure line tubing and a reasonable coverage on the entire inside surround of the elbow connector. From observations it is possible that inadequate glue was applied to this connector and tubing. The operations engineer has been notified of the problem. The gluing process will be reviewed and improved in duo course. We will continue to monitor all complaints for this type of fault.